Event description:
The letter from the attorney, sent to pmi, alleges a probasics nebulizer was the cause of a fatal fire in an apartment.

Manufacturer narrative:
The insurance company's investigator alleges manufacturer's device caused fire. No fire report has been obtained from local fire department. However, the insurance electrical engineer was unable to determine the exact cause of the failure within the alleged device. As a conservative measure MDR filed based on alleged death.